Manufacturer narrative:
The mea system records data for each pt treatment procedure, including system parameters and pt data entered by the physician. The company analyzed the mea system's treatment data file associated with this event. The conclusion of the analysis was that the mea system was functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present. The applicator was disposed of by the user and thus could not be analyzed.

Event description:
Report of an adverse event associate with a single use mea applicator was reported on december 8, 2009. The pt returned 24 hours after the mea procedure with complaint of abdominal pain. X-ray revealed air below the diaphragm. The pt underwent laparoscopy followed by laparotomy. Noted findings include a 2-3 cm blanched area at the fundus, without evidence of perforation, thermal injury to the caecum and perforation of the small bowel for which resection was performed and, anastomosis.